Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures, op-notes and x-rays which stated right femoral fracture, internal fixation, plate fracture. 2 days prior using stairs sudden right thigh pain, unable to bear weight without relief with rest. Dx right femoral lateral steel plate fracture. Visual examination of the provided pictures identified the item fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in (B)(6). Concomitant medical products: item# 00235904645; 4.5 mm locking screw 46 mm length; lot# 61840881. Item# 00235903645; 4.5 mm locking screw 36 mm length; lot# 63228628. Item# 00235903445; 4.5mm locking screw 34mm lng; lot# 63975378; (qty. 2). Item# 00234702336; cortical bone screw selftapping hex head 4.5 mm diameter 36 mm length; lot# 63952168. Item# 00235906555; 5.5 mm cannulated locking screw 65 mm length; lot# 62493182. Item# 00235906555; 5.5 mm cannulated locking screw 65 mm length; lot# 62874291; (qty. 2). Item# 00235906055; 5.5 mm cannulated locking screw 60 mm length; lot# 63163985; (qty. 2). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent zplp distal femoral internal fixation surgery. Subsequently, the patient started experiencing in his right leg while climbing stairs, and the pain did not decrease after a short rest. The patient was revised due to fracture of the right lateral femoral plate. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.